Event description:
It was reported to philips that system had an error with the image processing pc (ip-pc), which would impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the request information. The philips field service engineer (fse) inspected the system on site and confirmed that the system encountered an image error on the image processing pc (ip-pc). Upon troubleshooting fse identified a potential defect in one of the three hard disk drives within the ip pc, or possibly in the pc hardware unit itself. To resolve the issue, fse replaced ippc and three hard disks. The defective hard disks were returned to philips for analysis and found the failure due to defective ethernet card. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.